Event description:
IV therapist inserting 18 gauge l-cath PICC line experienced great difficulty removing the guidewire. Removal of the guidewire required extensive manipulation and the assistance of a 2nd IV therapist. Due to concern regaring the degree of manipulation required to remove the guidewire, the pt had 2 chest x-rays to verify the catheter placement but also to assess the integrity of the catheter.